Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-03460 and 2134265-2017-03461. (B)(4) clinical trial. It was reported the patient experienced re-occlusion. On (B)(6) 2016 - the 90% stenosis target lesion was located in the right proximal superficial femoral artery, reference vessel diameter of 5.0 mm, length of 70 mm and classified as a tasc ii a lesion. The target lesion was treated with xc 2.1/3.0 mm and xc 2.4/3.4 mm jetstream catheters. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0% final residual stenosis. The subject was discharged on aspirin. On (B)(6) 2017 - 156 days post index procedure, subject was noted with re-occlusion of the right superficial femoral artery. At the time of reporting the event was considered to be recovered/resolved.